Event description:
Additional information was received from the rep. It was reported that the cause was due to impedances. It was reported that a possible x-ray may be done as a follow-up. Rep reported that lead placement and possible tight epidural space as a clarification of patient's lead being butted up against one another. No further actions/interventions to be taken at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead; product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep. It was reported that the patient was realizing that stimulation was not turning off. Rep was feeling that the patient was so sensitive to the stimulation an focusing on how system was functioning vs. How therapy was working for her. In the report, a por on (B)(6) 2019 which was prior to ins being implanted. There were no further information in the file that showed anything specific. The rep reported on (B)(6) that in certain positions she had higher impedances on contacts 7 and 12 and other positions it was normal. When patient was walking, lying back, lying right and lying left, sitting on patient table with legs hanging down all impedance under 1000 ohms on all contacts. Contacts 7 and 12 when patient was standing, standing showed higher impedance. Contacts 7 and 12 were removed from programming at last visit. Coverage area was good for patient. Rep stated everything was good for the first two weeks of implant. As had been turned off but patient was reporting that as was turned back on. Rep wasn't seeing as today. Rep had tried using hd settings with instructions for patient to have therapy at subthreshold.

Event description:
Additional information was received. It was reported that following replacement, they programmed adaptive stimulation and the patient noticed right away the ins was acting like it should be. The new ins resolved the issue.

Manufacturer narrative:
Product analysis #247640683:analysis information -- 2020-03-20 09:00:07 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead h3. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator found no anomalies. Analysis of the leads found insignificant anomalies and the lead body was cut through. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that they reoriented the patient¿s ins today because the ins was originally oriented in the box and the patient was having troubles related to that. The rep just completed programming of the patient and received a text that she was getting stimulation and then loses it and then it comes back. The rep reported that the patient described the changes in the rate-stops, speeds up, thumps. The controller showed that stimulation was on. The rep reported that the patient had turned adaptive stimulation off but still feeling change in stimulation with no movement. The rep noted that impedances showed ¿green¿ but didn¿t know the values. The rep noted that the intermittent stimulation was a sudden change. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins has been shutting off daily. The rep stated the patient always comes in with their ins charged to 100%. The last recharge stats from (B)(6)2019 show the lowest the ins went was 40% full. Out of regulation has never been seen by the rep or patient. The patient does not know what they were doing when their stimulation shut off. At this point the rep is unaware of any positional changes or what the patient was doing at the time of the stimulation events. The rep will be meeting with the patient to address the issues. When the patient's therapy is turning off their patient programmer (pp) displayed that stimulation is off. The rep also noted that the patient stated she needs to recharge twice a day. The rep called back when they were with the patient, and the rep stated that when the patient sits with their feet on the ground their impedances results in 7 and 12 showing as avoid. The 7/12 pair has ohms of 180. When the patient lays down on her side with her feet dangling off the table all of the impedances are green. The rep stated that the x-rays show that the leads are butted up next to one another. The rep repr ogrammed the patient only using contacts 0, 1, 2, and 3. The patient left the office and a half hour later the patient called the rep, and stated that she had a loss of therapy sensation three times. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that on (B)(6)2019 the patient texted them about some of these issues. The rep gave the patient various options to troubleshoot the adaptive stimulation feature, the last being to try having it off as the rep knew she was being seen in the office the following week and adaptive stimulation settings could be checked. No further complications were reported.